Manufacturer narrative:
The date of the event is unknown; however, the article provided the following date range ''from november 2012 until january 2018''. Therefore, 1st november on 2012 was used as the occurrence date. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time. This is one of four manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in turkey. The following medical article was reviewed, ''incidence and predictors of permanent pacemaker implantation after transcatheter aortic valve implantation with a balloon-expandable bioprosthesis in patients with bicuspid aortic valves'', corresponding author hakan suygun et al., through review of the article, the following events were identified as pertaining to an edwards device: six patients with an implant of sapien xt valve in aortic position by transfemoral approach required a permanent pacemaker due to conduction disturbances (4 of them due to a high-degree av block and 2 due to lbbb with prolonged pr interval). In this study a total of 62 patients are studied with the purpose of evaluating the predictors and incidence of ppmi in bicuspid patients using a balloon-expandable (be) tavi device.

Manufacturer narrative:
Supplemental report submitted to update h10.